Manufacturer narrative:
Additional information: on 9/9/2019, mentor became aware that the impacted device belongs to the right side. On 10/3/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it was observed to be ruptured. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 600cc, catalog# 3506004bc, lot# 5588777, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a primary breast augmentation with a mentor memorygel breast implant 600cc and experienced rupture on the left side post-operational. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 600cc, catalog number 3506004bc, serial numbers: (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.